Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed fill estimate of 0 units while insulin was still expected to be available. There was no reported impact to the customer¿s blood glucose level. Caller contacted support while issue was occurring, and it was determined that fill estimate discrepancy was due to alert or alarm condition, with no further corrective actions documented. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.